Event description:
It was reported that, during a meniscus repair surgery, after deploying the t1 implant using a "fast-fix 360 curved needle", it was found that t1 and suture separated and in consequence, t1 could not be secured on the meniscus. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No patient injuries or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is missing. The suture has been cut where t1 normally resides. T2 showed no abnormalities. The delivery needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. The condition of the device indicates the delivery needle was bent during use inadvertently cutting the suture above t1. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing, risk management documents and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.